Event description:
The customer contact reported a minor delay in therapy following an unspecified malfunction alarm code and the device stopped working. At an unspecified time, the device was programmed to deliver levophed 16 mg/250 ml normal saline, with a rate of 20 mcg/min and the delivery was started. It was reported after an unspecified length of time between 1931 and 2330 the device alarmed with an unspecified malfunction alarm code, and the device powered off. The device was reported to be locked and had to be forced open. The device was removed from clinical use. Therapy was immediately resumed using a replacement device. The rate was increased for an unspecified "short time to compensate." No specific device programming parameters were provided. The customer contact reported there was a very minor delay of less than 2 minutes. The customer contact reported the pt's mean blood pressure prior to the event was 65-70 mmhg. During the event it went down to a mean of 55-60 mmhg, and after the event it returned to 65-70 mmhg. It was reported that the pt was critical but stable, and the pt's status did not change due to the event. It was reported that the event did not lengthen the pt's length of stay. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, review of the history indicated a whitescreen error. The white screen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. As indicated, this device has been identified as part of a product recall. The device history was downloaded at the user facility. A review of the device history indicated on (B)(6) 2015 at 1943, the basic programming was confirmed using the drug library as norepinephrine 8mg/250ml, with a titrated dose rate of 18 mcg/min and the delivery was started. Between 1947 and 1948, the rate was titrated to 16 mcg/min, the delivery was stopped, programming confirmed, and delivery was started. At 1953, an end of infusion alarm occurred, kvo delivery started, a titrated program rate of 20 ml/hr, with a 10.66 mcg/min calculated dose rate, the delivery was stopped, kvo delivery was stopped. On 01/30/2015, at 1003, the device was powered on, no previous power off is indicated, a post sw alarm tight loop malfunction error, a s408 (canbus error) and a s308 (canbus error) occurred, a cassette eject lever alarm occurred and was silenced and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.